Manufacturer narrative:
G.4. Applicable 510k numbers are k182589; k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: failure to administer medication to the patient during surgery and connection to a syringe pump. When did the incident occur? During use. It was reported that after connecting a 50 ml syringe to a syringe pump and initiating norepinephrine infusion, a significant amount of air was detected in the syringe, preventing delivery of the drug to the patient during surgery. Additional information provided: response received on (B)(6) 2026 5:58 pm (B)(6). Was patient or user harmed? If yes, please explain no.